Event description:
It was reported that at the time of the implant procedure, there was position/fixation difficulty. During lead placement via cephalic vein, the tines appeared stuck. When the lead was removed, the distal end was bent by the distal electrode. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. The examination revealed the distal conductors were distorted in the tip to ring spacer.